Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was removed at time of implant. The patients coronary sinus vessel was too big for the lead to remain in good position. No further patient complications have been reported as a result of this event.